Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received an ineffective therapy. The device and right ventricular (rv) lead were explanted and replaced. No patient complications have been reported as a result of this event.